Manufacturer narrative:
No radiographs or images depicting the event have been received. Review of the device history records of explanted devices notes no material nonconformances with respect to material type, treatments or dimensions that may have caused or contributed to this event. Parts met acceptance criteria upon release. Explanted devices were examined and viewed markings are consistent with incomplete mating of components (normalization). The cause of the lock screw loosening is unclear; no malfunction of instrumentation is known to have occurred. Labeling review: potential adverse events and complications: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation..." Warnings, cautions and precautions: "...confirm heights of screws match with patient's lordosis when securing lock screws. Failure to verify screw height following insertion may result in inadequate rod normalization." "...final-tighten all lock screws with the counter-torque and torque t-handle. Do not final-tighten through other instruments in the set, as the rod may not be able to normalize to the tulip."

Event description:
On (B)(6) 2017 a patient underwent a posterior fixation procedure as an addition to an existing construct at l2-l5. During the procedure it was observed that locks screws in the existing construct had loosened. The existing construct was removed and replaced with the additional levels without reported issue. No injury has been reported.